Event description:
It was reported by the affiliate that during a total gastrectomy procedure, the firing trigger could not be grasped at the first firing. Although the cartridge was replaced with a new one, the staples were deployed partially. Another device was used to complete the procedure. There were no adverse consequences for the pt. Add'l info: were the staples protruding when the staple retaining cap was removed? --no. Although the cartridge was replaced with a new one, the staples were deployed partially. After cartridge changing to the new one, device was fired. Then it was found that the staples were formed properly halfway. Some staples were not deployed. We have no detailed info for cut line. Was the staple retaining cap removed prior to inserting into the device? No detailed info.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.